Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt the physician was not able to track the left ventricular (lv) lead into the patient's challenging vessel. The lv lead was not used. A different lead was implanted. It was also reported that there was high capture threshold with the ventricle lead. The ventricle lead was capped. No patient complications were reported as a result of this event.